Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100529974. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404132. Serial number: n/a. Batch/lot number: 1100479735. Model/catalog description: belt cuff fgs 5.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent inflation issues. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced incontinence as the cuff would not coapt immediately following botox treatment in the bladder. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant, the physician identified that the pressure regulating balloon (prb) had a pinhole leak that was believed to have been caused by the botox injection being in the wrong place or too deep resulting in the pinhole puncture. There were no further patient complications reported.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced incontinence as the cuff would not coapt immediately following botox treatment in the bladder. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant, the physician identified that the pressure regulating balloon (prb) had a pinhole leak that was believed to have been caused by the botox injection being in the wrong place or too deep resulting in the pinhole puncture. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100529974 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404132 serial number: n/a batch/lot number: 1100479735 model/catalog description: belt cuff fgs 5.0 cm iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of incontinence, inflation issues, holes/leaks, and use of device issues were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, boston scientific has assigned an investigation conclusion code of adverse event related to procedure was assigned to this investigation as the observed hole/leak was most likely related to botox injection procedure rather than the device itself.